Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the battery voltage was too low for the projected remaining capacity. Data analysis was requested after an in clinic device evaluation and indicated that zip telemetry was disabled. Subsequent technical services analysis identified potential high impedance within the battery. It was noted that the programmer used during the clinic evaluation did not have zip telemetry programmed as nominal. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the battery voltage was too low for the projected remaining capacity. Data analysis was requested after an in clinic device evaluation and indicated that zip telemetry was disabled. Subsequent technical services analysis identified potential high impedance within the battery. It was noted that the programmer used during the clinic evaluation did not have zip telemetry programmed as nominal. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was subsequently explanted. No additional adverse patient effects were reported. This device has not been returned for analysis.